Manufacturer narrative:
According to the report, the patient died following a thrombectomy. It was prior to the first cannulation with the hero graft. Upon review of the file it was decided that a medwatch report should also be filed for product code hero 1002. A medwatch report was submitted for this event under product code hero 1001; refer to 3006945290-2014-00021. Additional information regarding the event, including information on patient selection criteria and patient history, was requested, but no information was provided. A records review was performed for the lot and it was confirmed that all records were controlled, available for review, and met all specifications. A review was performed on the available information. While the root cause of the reported event is unknown, the available information indicates that the patient likely died from pulmonary thromboembolus, which is a known potential complication of the hero device. The source of the thromboembolus is unknown; however, possibilities include deep venous thrombosis of the pelvis or lower extremity or the hero graft. Patient factors that may have contributed to thrombosis, such as co-morbidities, coagulation disorders, and/or medications, are unknown. The hero graft instructions for use (IFU) lists embolism and death as potential adverse events.

Manufacturer narrative:
"Date of implant" was corrected to (B)(6) 2013. According to the report, the patient died following a thrombectomy. It was prior to the first cannulation with the hero graft. Upon review of the file it was decided that a medwatch report should also be filed for product code hero 1002. A medwatch report was submitted for this event under product code hero 1001; refer to 3006945290-2014-00021. Additional information regarding the event, including information on patient selection criteria and patient history, was requested, but no information was provided. A records review was performed for the lot and it was confirmed that all records were controlled, available for review, and met all specifications. Additional information was received for the date of implant and lot number. A review was performed on the available information. While the root cause of the reported event is unknown, the available information indicates that the patient likely died from pulmonary thromboembolus, which is a known potential complication of the hero device. The source of the thromboembolus is unknown; however, possibilities include deep venous thrombosis of the pelvis or lower extremity or the hero graft. Patient factors that may have contributed to thrombosis, such as co-morbidities, coagulation disorders, and/or medications, are unknown. The hero graft instructions for use (IFU) lists embolism and death as potential adverse events.

Event description:
According to the report, the patient died following a thrombectomy. It was prior to the first cannulation with the hero graft. Upon review of the file it was decided that a medwatch report should also be filed for product code hero 1002. A medwatch report was submitted for this event under product code hero 1001; refer to 3006945290-2014-00021.

Event description:
According to the report, the patient died following a thrombectomy. It was prior to the first cannulation with the hero graft. Upon review of the file it was decided that a medwatch report should also be filed for product code hero 1002. A medwatch report was submitted for this event under product code hero 1001; refer to 3006945290-2014-00021.